Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms when the pump is in the bathroom while the customer showers. The customer's blood glucose level was not impacted. The customer cleared the alarm and insulin delivery was resumed.